Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2312199. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a full strip of syringe samples were returned for evaluation by our quality team. Through examination of the samples, four (4) syringes were found to have minor flashes on the tip of the barrel. In regard to the report of cloudiness of the syringe wall, it is possible that this is related to the slip agent within the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary.

Event description:
There is a thin ridge at the opening of the cone that can break during application and can be injected. There is also a cloudiness on the syringe wall. Additional information: when did the incident occur: during use or before use? Before use ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, but that could have happened ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: unused.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.